Event description:
A customer contacted baxter's (B)(4) wanting to end therapy on the homechoice (hc). The home patient (hp) was in dwell 1 and was not connected. The hp reported the cat had chewed on the tubing. The technical service representative (tsr) assisted the hp to end the therapy and informed her to start over again using new supplies. Product surveillance followed up (B)(6) 2010 with the hp who confirmed she was not connected at the time of reported incident. Hp also confirmed she never reconnected. The hp reported the cat accidently got into room and chewed the supply line. The hp stated she knows cats cannot be near or in contact with the peritoneal dialysis (pd) supplies or equipment. The hp reported she had discarded the supplies at the time of the incident. The hp was able to continue therapy using new supplies and has not had any reported problems. No injury or medical intervention was reported for this event.

Manufacturer narrative:
(B)(4). Device discarded at time of incident.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). This complaint for damage to supply line tubing was not confirmed due to a lack of sample. The root cause does not know the root cause. The lot number is unknown therefore a batch review was not performed. The product labeling was reviewed and determined to be adequate for providing instructions about protecting supplies from contact with animals. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.